Manufacturer narrative:
Evaluated one opened and used reservoir and performed pre-fill reservoir test fount the reservoir did not have any leakage or air bubbles anomalies when removing the plunger and found plunger easy to release from stopper plunger.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 274 mg/dl at the time of the incident. The customer declined to troubleshoot for high readings and air bubbles. The reservoir will be returned for analysis.